Manufacturer narrative:
Concomitant medical products: product ID 37603, lot# serial# (B)(4), implanted: (B)(6) 2017, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 3 years ago, patient was gardening, raised her head and hit a twig by her wiring site and caused a small pin sized wound. Their managing provider referred patient to a dermatologist. Thee site would heal, but than the wound gets bigger and bigger, its now 2 cm x 2 cm. Biopsy was done and not cancerous.  Patient saw their doctor last month who recommended patient to turn stimulation off for 2-3 days to see if she can tolerate without the stimulator. Caller reports physician wants to explant the lead wires to let the wound heal. Patient confirmed both left and right implant is off.